Manufacturer narrative:
Minor scratched lcd window and cracked end cap noted. Device had cracked reservoir tube lip and cracked reservoir tube.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had many scratches on the display window. Case was broken. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.